Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing on going, intermittent high blood glucose (bg) levels (over 600 mg/dl) with a large level of ketones. The customer would rotate the infusion set site, deliver a bolus via the pump and use insulin injections to manage diabetes. The customer reverted to insulin injections and a backup pump to manage diabetes. The customer thought that the infusion set site may have contributed to the high bg. As the events had occurred in the past, the cause of the high bg could not be confirmed. The customer was to change out all of the pump supplies and resume insulin delivery with the tandem pump.